Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging hospitalization, nasal/throat irrtaion or soreness, throws up coughs, difficulty breathing/short of breath. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on may 17, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging hospitalization, nasal/throat irrtaion or soreness, throws up coughs, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. Additional information was received about the alleged asthma (new or worsening), prostate cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, a winey noise was observed coming from the blower. A slight odor was also detected. Liquid ingress was observed to the p4 with corrosion on it. Inv1023 addresses the issue of liquid ingress. An unknown dust contaminant was observed inside the air inlet of the blower box. An unknown contaminant was observed on the front panel. An unknown dark dust contaminant was observed on the front panel and the rear panel. An unknown dust contaminant was present on the o-ring of the rear panel, the bottom enclosure, on the blower, blower seal, and blower box. A sticky brown contaminant was present on the bottom enclosure. An unknown contaminant was observed on the outlet of the blower box. Evidence of liquid ingress with contaminant consistent with mineral deposits was observed on the blower, blower seal, and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and two errors were found. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath, likely from a source external to device. In this report, section h6 has been updated.